Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level of over 600 mg/dl. Reportedly, the cause of the event was due to an occlusion alarm. At the time of the report with tandem technical support troubleshooting was unable to be completed and additional information was not provided. Multiple attempts were made to follow up with the customer; however, a response was not received.